Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing device migration. Revision surgery is scheduled.

Manufacturer narrative:
The recipient's device was explanted. The recipient was not re-implanted. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction information: h.10, d.6b. Advanced bionics considers the investigation into this reportable event as closed. On (B)(6) 2024, the recipient reportedly underwent repositioning surgery. The recipient remains implanted. The recipient has healed and was successfully re-activated. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.